Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Weight: unk. Outcomes attributed to adverse events: unk. Explant date: n/a. (B)(4) lens remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -12.00/+0.5/151 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced lens opacity (anterior subcapsular opacity - asco) on (B)(6) 2016 and unreactive pupil (fixed). The lens remains implanted.

Manufacturer narrative:
Additional information: work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4).